Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range hv lead impedance was observed via a merlin.net transmission. During a subsequent follow up high capture thresholds were also noted. Programing changes were made. Patient was not showing any symptoms and monitoring will continue, however, a life vest was given as plans were made to explant the lead.